Manufacturer narrative:
Consumer reported this was the first time using the product and it was used incorrectly by soaking her contact lenses overnight in a flat lens case. The next morning, the consumer experienced burning, stinging and pain when the left lens was inserted. The event is related to the direct installation of hydrogen peroxide into the eye. That night, consumer used the product again by utilizing the provided lens case. Consumer still experienced burning and stinging when she inserted her lens the next day. The consumers symptoms after application of the lenses the second day was likely related to the initial application of hydrogen peroxide into the eye. Consumer visited a walk-in clinic and was diagnosed with an allergic reaction and prescribed allergy eye drops. The symptoms did not resolve and the consumer visited a second walk-in clinic later that day. The consumer reported that she was diagnosed with a corneal burn and applied an anesthesia to calm the pain. Consumer discontinued the allergy drops and used the anesthesia eye drops from the second clinic. Medical information was requested but not received. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema. The consumer reported symptoms and diagnosis are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer reported that she recovered.

Event description:
Consumer reported this was the first time using the product and it was used incorrectly by soaking her contact lenses overnight in a flat lens case. The next morning, the consumer experienced burning, stinging and pain when the left lens was inserted. That night, the consumer decided to use the product again with the provided lens case and a new pair of lenses. Consumer still experienced burning and stinging when she inserted her lens the next day. Consumer visited a walk-in clinic and was diagnosed with an allergic reaction. Consumer reported she was prescribed an allergy eye drop. Consumer reported about 5-6 hours later, the symptoms did not get better and the drops did not help. Consumer visited a second walk-in clinic and reported that she was diagnosed with a corneal burn in the left eye. The doctor at the clinic applied an anesthesia to calm the pain. The consumer reported she stopped using the allergy drops and applied the anesthesia eye drops from the second clinic. Consumer reported having eye pain, watering, swelling and itching for a week before it recovered. Consumer did not follow-up with the clinic.